Event description:
It was reported that the battery pack exploded. There was no pt involvement and no allegation of adverse consequences. Additional information has been requested from the account with no response.

Manufacturer narrative:
The device has not yet been returned to the manufacturer. No additional information has been received, despite numerous attempts. If the device is returned or additional information is received, a follow up report will be filed.